Event description:
It was reported that the patient's right ventricular lead was failing to capture and exhibited low pacing impedance. It was suspected that dislodgement occurred. The lead was repositioned on (B)(6) 2024. The patient was stable.